Event description:
Customer reported that she went to check her blood glucose readings and to put in correction. Customer stated that she was suppose to bolus 5.2 units and the insulin pump showed 37.5 units as a correction bolus. Customer stated that this has happened multiple times. Customer's blood glucose reading at the time of the call was 299 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.